Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple non-sustained lead noise episodes were recorded. A vf episode with inappropriate therapy was also recorded. The lead was capped and replaced. The patient condition was good after the surgical procedure.